Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and received weak battery alarm. The customer¿s blood glucose level was 141 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer reported that spring was damaged. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed the displacement test. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected weak battery alarm anomalies noted. No damage on the lcd isolation tape noted.